Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, ventricular oversensing and intermittent loss of capture were observed. Programming changes were made. Patient condition is good and device will be monitored.